Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while disconnected from the ilet pump for a shower, with sensor glucose reaching 41 mg/dl and confirmatory fingerstick at 57 mg/dl, and the user noted they had not reconnected at the time of the low; the user consumed carbohydrate (sprite) and later reconnected when glucose recovered to the 90s. Symptoms included not feeling well. Outcomes included transient hypoglycemia without professional medical intervention, hospitalization, or use of backup therapy or ketone testing. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed no device alarms or alerts and no device malfunction identified, with the event temporally associated with pump disconnection and insulin on board. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.